Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Molinaro, s., russo, r., mistretta, f., risi, g., gava, u. A., bergui, m.; neurointervention; 2024; 19:6-13; a ¿radial ready¿ tricoaxial setup for anterior circulation mechanical thrombectomy: technical aspects and preliminary results.; doi.org/10.5469/neu roint.2023.00500. Literature was reviewed regarding: a ¿radial ready¿ tricoaxial setup for anterior circulation mechanical thrombectomy: technical aspects and preliminary results. The time frame of this study was: november 2022 to november 2023. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: rist 7f guide catheter. Deaths occurred in the study population: the overall in-hospital mortality rate was 2/20 (10.0%). The causes were not reported. Among patient adverse events included: four patients (20%) showed a hemorrhage at 24 hours postprocedural CT scan, of which 2 (10.0%) were scored at hemorrhagic infarction type 1 (hi1) and 2 (10.0%) developed symptomatic parenchymatous hematoma type 2 (ph2), according to heidelberg bleeding classification. Rate of radial artery occlusion at 24 hours was 10.6%. No access-site hemorrhagic complications were reported. Successful revascularization to mtici 2b-3 was achieved in 18/20 patients (90%). No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there were no medtronic products related issues.